Event description:
The pt was a 56-yr-old female who initially had bilateral breast implants in 1986. Because of capsular contracture, the implants were replaced under the muscle. At that time, the right implant was found to be ruptured. The pt noted the fatigue, right shoulder pain and arthralgia and myalgias the last three years. She had been diagnosed with atypical rheumatoid arthritis, with prednisone and methotrexate. She had also been given the diagnosis of chronic fatigue and fibromyalgia. The past few months the pt has developed memory loss and speech problems. Neurology workup was not revealing of focal cns lesions. On physical examination the pt had class IV contractures on both breasts. Because of the severity of the systemic symptoms, chest wall pain, previous ruptured implants with leftover mammary implant material in the right axilla, it was medically necessary to remove these implants and do a total capsulectomy including submuscular and submammary, as well as to remove the mammary implant material in the right axilla.